Event description:
It was reported that a patient felt ¿pin sticking¿ in the buttock area and the pain had been there for a while, sometime in 2013. It was noted that the patient wondered if ¿something broke.¿ the reporter stated that the ¿sticking¿ feeling ¿comes and goes¿ and did not depend on body position. It was reported that there was a loss of therapeutic effect and the therapy stopped working ¿a long time ago.¿ it was noted that the patient thought that her symptoms returned about a year prior to the report and ¿it went off on its own.¿ it was unclear what this referred to. It was reported that a healthcare provider checked the device and reprogrammed the settings and it worked for a day or two and had stopped working since. It was noted that the patient had not made any changes. The reporter stated that the patient had gone through an airport x-ray machine within the last year and the patient did not feel any changes. It was noted that the patient wanted to know if a microwave would affect the device. The patient wanted to know if the implantable neurostimulator could be explanted. It was reported that the patient would see her healthcare professional the month of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v476046, implanted: (B)(6) 2010, product type: lead. (B)(4).